Manufacturer narrative:
Batch review performed on 07.12.2021. Lot 2107103: (B)(4). Expiration date: 2026-06-14. No anomalies found related to the problem. (B)(4). Other devices involved: batch review performed on 07.12.2021 mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot 2100273: (B)(4). Expiration date: 2026-04-12. No anomalies found related to the problem. (B)(4).

Event description:
At one week after the previous revision, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. This is the second revision surgery performed due to infection.